Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-apr-2026. Investigation summary bd received 31 samples for investigation. Twenty of these samples were visually inspected for cannula defects, including needle point integrity, and all samples passed with no evidence of damage or poor needle point integrity. Ten returned samples were evaluated for lube coverage, and all samples exhibited sufficient lube coverage on the IV cannula. Additionally, 10 returned samples underwent functional tests to assess device functionality, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure modes: sleeve function and needle point integrity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units exhibited blood leakage after the first tube is removed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units exhibited blood leakage after the first tube is removed. No adverse impact was reported regarding the patient or user.